Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient reported feeling a vibratory alert and upon interrogation during a follow-up high defibrillation impedance was noted. The values were stable and the physician chose not to take any action. The patient is in stable condition and is being monitored.